Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: neu_siliconeanchor, product type: accessory .product ID: neu_siliconeanchor, product type: accessory.

Event description:
Implantable neurostimulator, lead and anchors were returned. An infection of the incision sites and an epidural abscess were reported. The device was reportedly explanted on (B)(6) 2017. No further complications were reported/anticipated. The patient recovered without sequela. The indication for implant was spinal pain.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977c290 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type lead product ID neu_silicone anchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_silicone anchor lot# serial# unknown implanted: explanted: product type accessory analysis of the implantable neurostimulator (B)(4) found the ins to be functionally ok and there were no significant anomalies. The conclusion code 11 no longer applies. Updated codes are found in. The results code 3221 no longer applies. Updated codes are found in. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 977c290 lot# (B)(6) implanted: (B)(4) explanted: product type lead product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had an epidural hematoma and everything was removed 24 hours after implant. The patient had weakness in the extremities. Once everything was removed and cleared, the patient symptoms were gone and he returned to baseline. The patient has recovered with no other issues. There was currently no plan to re-implant. No further complications were reported/anticipated.